Manufacturer narrative:
The pt had no new complaints of lower extremity pain, numbness, weakness or tingling associated with the malpositioned implant. The revision surgery was performed to mitigate any possible future problems. Based upon the complaint info and investigation, as well as review of the surgeon training manual and (B)(4), the most probable root cause is improper placement of the implant. Late reporting of this adverse is addressed under CAPA# (B)(4).

Event description:
The surgeon performed a left si joint infusion by placing three ifuse implants on (B)(6) 2011. A post-operative CT scan showed that the inferior implant abutted the lateral margin of the s2 foramen. On the same day, the surgeon performed a revision surgery to remove the third implant and replace it with an implant that was 5 mm shorter. The pt had done well after the surgery. She stated that her si symptoms and pain complaints are significantly improved compared to her pre-operative state.